Event description:
It was reported that the right ventricular (rv) lead had a high threshold and was revised. But then after the revision, the patient returned with pre-syncope/syncope due to the rv lead having loss of capture. Further options were considered including additional lead revisions. It was further reported that the rv lead had some intermittent undersensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 402452 implantable pacing lead (B)(6) 1998, 452445 implantable pacing lead (B)(6) 1998.